Manufacturer narrative:
Concomitant medical products: product ID: 8835, serial# (B)(4), product type programmer, patient. Product ID: 8780, serial# (B)(4), implanted: (B)(6), 2013, product type: catheter. (B)(4).

Event description:
It was reported that a patient¿s dose was so low she could barely get out of bed. Her health care provider (hcp) had been decreasing her dose each time she comes in which was once per month. It was stated that the hcp didn¿t change the dose, but the patient got the printout and the hcp was lying to the patient. Each time her dose is decreased, she got diarrhea and more pain. The pain was so bad, the patient considered suicide, but she is a christian so she would not do that. It was noted that the patient¿s pump was refilled on (B)(6)2014. The pump was infusing morphine (unknown). No interventions or outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. A follow-up report will be submitted when more information becomes available.